Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size aneurysm. It was reported the patient presented emergently with back pain approximately six years later and a CT scan was carried out. It was reported the patient had a type ia endoleak and stranding, along the right side of the stent graft. An intervention procedure was carried out and a non-mdt stent was implanted in the left renal artery as a chimney device and an endurant ii cuff was implanted up to the right renal artery. It was reported a type ia endoleak was still observed so the physician also implanted some heli-fx endoanchors. It was reported the leak was then much less. The physician reported that the patient¿s status was much improved post op. The event was reported to be resolved. As per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.